Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. The patient data file was reviewed and revealed multiple left pressure incorrect alarms thus confirming the customer-reported issue. During the recording of these alarms, the left pressure was consistently higher than the set point, which triggered the alarm when out of tolerance, and confirmed the customer-reported issue. The left pressure incorrect alarm was reproduced during investigation testing. The root cause of the alarm was determined to be a malfunction of the left electronic pressure regulator. Syncardia has an open corrective and preventive action (CAPA) to address this issue. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a left pressure incorrect alarm while supporting a patient. The customer also reported that the patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited a left pressure incorrect alarm, it continued to perform its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a left pressure incorrect alarm while supporting a patient. The customer also reported that the patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact.